Event description:
It was reported that this pacemaker device exhibited a code 1001, indicating a high voltage fault. The boston scientific representative contacted a technical service (ts) consultant for advice. Ts advised that the code 1001 is a high voltage fault, and can affect sensing, magnet detection and power supply. Ts advised that the device needs to be replaced in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.